Manufacturer narrative:
Additional information received: the initial endovascular aneurysm repair (evar) was performed on (B)(6) 2013. At the time when the type iiib and ia endoleak were suspected elective surgery with laparotomy was scheduled for on (B)(6) 2019, however the aneurysm ruptured and emergency surgery was performed. The main body was covered with felt, and banding was performed in the neck part, and it was confirmed that the leak disappeared and the operation was completed. In reference to the cause the physician commented that it cannot be determined whether there is calcification in the part that comes in contact with the main body, and the part has been worn out or whether the bare stent part of the contralateral side leg that comes into contact inside the body and the graft is worn. D1: updated; d4: updated; d6a: updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; rupture of abdominal aortic aneurysm caused by combined type iiib and type ia endoleak with the endurant ii endograft: a case report okazaki t , hamamoto m, takasaki t, katayama k, kobayashi t, takahashi s. Annals of vascular diseases vol. 14, no. 2; 2021; pp 159¿162 doi: 10.3400/avd.cr.20-00175. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted and the right internal iliac artery was coiled in the endovascular treatment of a 67-mm infrarenal aaa and a 23-mm internal iliac aneurysm on an unknown date. There was no endoleak seen on completion angiography. Non-enhanced computed tomographic (CT) scan during yearly outpatient follow-up also showed no progressive dilatation of the aneurysm. About 6 years later, however, CT scan showed rapid dilatation of the aneurysm with the diameter from 60 to 75 mm in a year. The CT showed a possible iiia endoleak, however the patient suffered sudden abdominal pain and loss of consciousness and the CT showed the aaa had ruptured. The patient underwent emergent open repair, a median laparotomy was performed and the physician found a retroperitoneal hematoma with small amount of bloody ascites. Active blood oozing from the fabric was observed on the left posterolateral side and just above the flow divider of the main body, w hich was considered to be type iiib endoleak. When traction of the tape around the aortic neck was loosened, blood flow was observed from the proximal side, which was type ia endoleak. Surgical tape was used to treat the iiib endoleak by being wrapped tightly around the fabric. The proximal aortic neck was also banded with the same felt tape to treat the type ia endoleak. Postoperative enhanced CT scan revealed no endoleak and no further dilatation of the aneurysm. The patient was discharged home on postoperative day 29 without any aortic complications. It was hypothesized that the type iiib endoleak may have developed because of the proximal edge of the contralateral leg impinging on the main body and the fabric tear eventually developed. The type ia endoleak may be attributable to progressive aneurysmal dilatation and proximal neck recontouring induced by the type iiib endoleak. No additional clinical sequalae were provided and the patient is fine.